Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6 & h10. The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR)- the product code 82-3101 with lot ctjblt, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 80mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; only leaked from the needle holes in the needle chamber. The catheters were irrigated no occlusions noted. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no programing issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823101) was implanted via ventricular peritoneal shunt on (B)(6) 2023 with unknown setting. On an unknown date, the set pressure could not be changed, therefore the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms due to valve issue.